Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture, seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late.

Event description:
Healthcare professional reported "undulations in the lower quadrants and collection of liquid between the wall of the undulations and the mammary tissue", "inflammatory reaction process", "capsular contracture grade iii" and "pain." Device remains implanted.